Manufacturer narrative:
Investigation of the returned device revealed that the needle was grossly bent. Based on the evidence provided, no root cause related to manufacturing can be established. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).

Event description:
It was reported that during a meniscal repair using the fast-fix 360 reversed curve ndl deliv that after the t1 deployment, t2 implant was not deployed while the deployment knob was depressed. It was also reported that both implants were removed from the body and the procedure was completed with another device.